Event description:
It was reported to resmed that an astral 150 device underwent a safety reset accompanied by an alarm sounding for five minutes leading to ventilation cessation and subsequent decrease in the patient's oxygen saturation. It was reported that upon switching to dc/dc adapter, the device screen turned off during inhalation and turned on during exhalation.

Manufacturer narrative:
The astral device and dc/dc adapter were returned to resmed for an investigation. Review of the device data logs confirmed an occurrence of total power failure and device frequently switching between external power source and internal battery. Performance testing could not reproduce total power failure or frequent change between power sources. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the frequent change between power sources was due to the car not providing the required voltage while the total power failure alarm was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr 3065259

Manufacturer narrative:
During evaluation of the device by a third party service center, an attempt to reproduce the reported issue by connecting the device to the same car was unsuccessful. Review of the device data logs revealed an occurrence of total power failure and the device frequently switching between external power source and internal battery. The device and the dc to dc adapter were replaced. The device was returned to resmed for for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If more information is available, a supplemental report will be submitted. Resmed reference number pr (B)(4).

Event description:
It was reported to resmed that an astral 150 device underwent a safety reset the alarm sounded for five minutes leading to ventilation cessation restart of ventilation and subsequent decrease in the patient's oxygen saturation. It was reported that upon switching to dc to dc adapter the device screen turned off during inhalation and turned on during exhalation.